Event description:
At 09:10 am, resident was being wheeled into shower when lt rear leg of chair "snapped" at joint (bottom) causing resident to fall and hit side of shower wall. 3 small, raised "bumps" 1 1/2 cm x 0.5 cm and 2 cm x 1 cm. Large 6 cm x 0.5 cm on back of head. No permanent damage, injury or disability. Bought in 1992. Chair to be disposed of 7/99. Purchasing was unable to identify supplies. Similar to lumex sch220.